Manufacturer narrative:
(B)(4). Batch #u93276. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm, and not detached as reported by the customer. The device was connected to a test hand piece, and a gen11, and the device did activate during functional testing. During analysis, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity, or create a risk of contamination that may result in patient injury or illness. If the device is connected to a different generator, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ the device was disassembled to inspect the internal components, and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of tissue pad damage are applying pressure between the instrument blade, and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, the white tissue pad detached, and fell from the device. The fallen piece was retrieved by forceps, and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.